Event description:
Per the surgeon's report, this patient heard a constant buzzing noise. Results of integrity testing performed in 2006 were consistent with normal device function. The device was reprogrammed and the patient reportedly was doing well. The surgeon explanted the device 3 months later and reimplanted the patient during the same surgery.